Event description:
It was noted during a tuna procedure that the needles would not retract back into the cartridge. The cartridge was removed from the pt and another cartridge used to complete the procedure. There were no adverse effects reported to the pt.